Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported that the insulin pump returned a motor error alarm during the rewind process. Motor error alarms were also present in the insulin pump's alarm history. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to an out of phase motor encoder signal. The displacement test could not be performed due to the motor error alarm. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.